Event description:
Doctor put icast into 6fr ansel sheath and the stent came off halfway into the sheath (not in a curved track, happened in a straight section).

Manufacturer narrative:
Visual analysis of device yielded a stent located between the radiopaque marker bands with no signs of dilation on either the proximal or distal end. Neither of the cones appeared to be dilated. Overall the unit was very clean with no signs of bodily fluid on the exterior or interior of the balloon catheter and stent. Crimp marks were observed on both the stent and balloon directly under the stent. The unit was able to be inserted repeatedly into and through a 6fr boston scientific super sheath with no difficulties or stent migration observed. Experimentation with the cook ansel sheath from the case was not possible as it was not provided. A review of the data from quality control indicated successful passage of the lot qualification samples through a 6french cordis sheath. With no additional procedural details, films, or the particular introducer sheath, it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause. Based on the procedural information provided as well as no issues observed with either the data retained in quality control or the notes recorded, atrium can find no fault with the manufacturing process or the device in question.